Event description:
When attempting to deploy the top cap and release the suprarenal stent, the device delivery system started to bow due to the noted resistance encountered when pushing upward on the inner cannula. Although the positioning of the graft was close to the renal arteries, the graft appeared to be at a good location for deployment. When the physician pulled down on the grey positioner, the top cap "popped" off the suprarenal stent. During a flush of contrast, the renal arteries were visualized. After monitoring the pt's urine output for a time, the pt became oliguric, not anuric. It was then determined that the blood flow previously observed flowing into the arteries was rather a filling below the graft due to the act level. Re-examination of the renal arteries found the deployed main body had jumped approximately 3-5 millimeters when the top cap came off. The physician then attempted to pull the graft downward by first placing a balloon catheter inside the center of the graft above the bifurcation, inflating and pulling the graft downward. Attempt was unsuccessful, as the graft did not move off the renal arteries. An attempt to again move the graft downward off the renals was performed utilizing a catheter to "floss" the graft. Once the catheter was advanced up the ipsilateral side an "up and over" the bifurcation technique was applied to advance the catheter to the contralateral side. The distal end of the catheter was then snared and pulled down the contralateral limb. As a result, the physician was able to gain access to the left renal artery. Renal artery was stented with a portion of the stent exiting the renal orifice as a means of maintaining pressure on the proximal graft material at the site. Since the right renal artery was 1 millimeter lower than the left, access to the orifices was not possible via a femoral approach. Physician attmepted to stent the right renal artery by access was also successfully stented in a similar manner. At the conclusion of the procedure, a perfusing of blood into the renal arteries was observed. Following the procedure, the pt developed a right low leg compartment syndrome which required four fasciotomies to release muscles. Cpk's elevated to 17,000. Currently pt does not appear in jeopardy of loosing right lower leg. Urine output 200cc/8 hours compared to 40cc/8 hours the previous day.